Event description:
It was reported that the device was received with the internal packaging completely destroyed. The cellophane was ripped open, the sterile seal was broken completely, there was a part that was damaged, and it was ripped open in the corner. Additionally, there was a biohazard collection package into of the shipping box from a completely different company. The shipping box was noted to be in perfect condition; however there was and indication that the items were re-packaged as the shipping label was cut-out of cardboard with the original label taped to the package. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).